Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and customer was nauseated. Customer alleged cause of event was due to filling the cartridge incorrectly. Pump system check with tandem technical support (cts) found insulin exiting the tubing was slow; no air bubbles were observed. Customer declined further assistance from cts. Reportedly, tandem field representative met with the customer to provide additional pump training.